Event description:
It was reported by a customer complaint that the pt was hosptalized due to a diabetic ketoacidosis. They could not be more specific as to what events lead to the hospitalization. The family is questioning the functioning of the device and whether it was involved with the alleged incident. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.